Event description:
Follow up findings, device explanted because of persistent nausea and vomiting and no weight loss.

Manufacturer narrative:
Taper ii medwatch sent FDA on 19/jun/06 the product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return to the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Nausea, vomiting and inadequate weight loss are surgical/physiological complications, and analysis of device generally does not assist inamed in determing a probable cause for these events. Inadequate weight loss nausea and vomiting are addressed in the labeling. Inamed does not guarantee that every patient achieve desired weight loss. Decice labeling addresses the reported events of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms ot stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pounch dilatation, stomach slippage or esophageal dilatation."